Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration material re-evaluated to a new material number.

Event description:
Loss of osseointegration material re-evaluated to a new material number.